Event description:
It was reported that the pt have no access to sound with the device since implantation with an oval window approach. Though a CT scan did not show any evident displacement of the fmt, a revision surgery to reposition the fmt was conducted one year after implantation, but after this, no improvement was observed. A recent in situ testing showed that the device has malfunctioned. The pt was re-implanted with a vibrant soundbridge device with a round window approach instead. After re-implantation surgery, the pt's audio processor could be successful pre-activated.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.